Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Only the screw head with one level of proximal threading was returned. Upon receipt of the implants this complaint was confirmed as only the screw heads with one level of proximal threading were returned, the remainders of the screws remain in the patient. It is not known what devices were being used for the insertion of these screws, however it is plausible that they were over torqued or encountered exceptionally dense bone. The design of the device was reviewed and the design, material, and finishing process were found to be adequate for the intended function of these implants. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the screw heads broke off two cortex screws as they were implanted during a procedure to repair a clavicular fracture. The broken screws were left in the patient and the heads were retrieved additional plates and screws were used. There was a surgical time delay of five minutes. This report is 2 of 2 for complaint (B)(4).